Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads; upn: m365sc2218500; model: sc-2218-50; serial: (B)(4); batch: 7106880. Product family: scs-ipg-r-MRI; upn: m365sc12000; model: sc-1200; serial: (B)(4); batch: 372827.

Event description:
It was reported that the patients incision opened up and the leads backing out. The patient underwent an explant procedure wherein all device components were explanted. The patient was doing well postoperatively and all explanted devices will not be returned.